Manufacturer narrative:
(B)(4). Ami has repaired the appliance and replaced the lower tray. An investigation has been initiated to determine the cause.

Event description:
Dentist contacted ami and stated that the lower hardware loosened and the socket came out of the lower appliance and the patient almost swallowed the socket. There was no harm to the patient.